Manufacturer narrative:
The patient information was requested but was not available. A visual inspection of the device was performed: the distal end broke off the driver. A lot history review was performed. No abnormalities were found during the lot review. The root cause of the failure was found to be from the device being misused with excessive force.

Event description:
During an acl reconstruction procedure using a bilok driver 25mm, tip reportedly broke off in screw and was left in patient. No patient injury was reported.